Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a customer using the ilet insulin pump experienced persistent blood glucose fluctuations, an increased a1c, and pain at the infusion site while using contact detach sets, and requested to return the device and supplies after training and follow-up attempts including a reset and sample alternative infusion sets. Symptoms included hyperglycemia and infusion site pain. Outcomes included discontinuation of ilet therapy and transition back to a previous pump, with credit issued through the distributor. Investigation included customer interviews, clinical specialist review, attempts to retrain and reset, and provision of alternative infusion set samples. Investigation of this case revealed that pump function was not confirmed to be defective, and issues were consistent with infusion site intolerance and possible absorption variability associated with scar tissue and the specific infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory factors related to infusion site performance rather than a confirmed device malfunction.